Event description:
The reporter received er1 messages. She visually checked the coinfirmation dot and noted it was not completely covered. She retested and received a result reportedly consistent with her expectations.